Event description:
It was reported that the right ventricular (rv) lead exhibited high rate episodes that appeared on electrogram as noise. It was noted that threshold also increased slightly. The physician will continue to monitor. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).